Event description:
Reporter indicated that patient's generator was explanted due to infection. In 2002, the patient developed a small seroma surrounding the generator which subsequently resolved. Three months later, the patient developed swelling along the neck incision which appeared to be a small stitch abscess. The abscess was drained and one of the lead tie-downs was removed. The fluid surrounding the abscessed area was clear and gram stains showed no organisms, but multiple white cells. Physician believed at this time that it may have represented a lymphatic type fluid collection. Ultimately, a few staphylococcus aureus species did grow out from the incision, but pt's was not felt to be a significant growth by the physician. The area cleared up and seemed to heal well for 2 months when the site again flared up along the suture line in the neck and over the generator itself. The patient's generator was explanted and the patient is reportedly fine post-operatively. Physician plans to re-implant at a later date due to the patient's excellent response to vns therapy.